Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced shield activation issue, causing a needle stick injury. The following information was provided by the initial reporter. The customer stated: it was reported that safety shield does not perform properly, staff experiences exposure to needle. Customer reports they had noticed that the safety cover of the needles do not always slide up to cover the needle as they should. The staff fingers slid off the safety and then rebounded back into the needle.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Since the actual product was not available and the lot number is unknown, manufacturing and inspection record of 536 lots that was the same item (#367283) manufactured from february, 2021 to the end of january, 2022 were reviewed and no abnormality which could lead to the defective actuation of safety shield was found on all reviewed lots. Also, release inspection records of the above 536 lots were checked and no problems were found in product appearance, the breakaway force, sustaining force or security force. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced shield activation issue, causing a needle stick injury. The following information was provided by the initial reporter. The customer stated: it was reported that safety shield does not perform properly, staff experiences exposure to needle. Customer reports they had noticed that the safety cover of the needles do not always slide up to cover the needle as they should. The staff fingers slid off the safety and then rebounded back into the needle.